Manufacturer narrative:
The insulin pump was received with no button response on the esc button due to corroded keypad traces noted. Analysis was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to unresponsive keypad. Analysis was unable to verify motor error alarms due to unresponsive keypad. The motor was tested outside of the and passed. The insulin pump was received with a cracked lcd window, cracked case at display window corners, racked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 5.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.